Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. The ccc reviewed the filter data from the instrument and discovered the reagent probe 1 (r1) was foaming. As per the ccc recommendations, the customer replaced and aligned r1. The customer ran precision testing, which passed. A siemens headquarter support center (hsc) completed the investigation and concluded that r1 foaming issue was resolved by r1 probe replacement and alignment. The cause of the discordant, falsely depressed ca result on one patient sample was due to r1 foaming. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.